Event description:
In 2008, during a routine phone call to the hitachi applications helpline concerning the site's preparation for american college of radiology (acr) accreditation, the technologist mentioned that a patient had claimed that the site missed an orbital tumor during an exam in 2008 on the hitachi airis elite MRI system. The patient claimed that a scan performed three months later on another MRI found the tumor. The site had the original images reviewed by a 3rd party who found negative for presence of an orbital tumor. The site did not assert, and there was no other information to suggest, that the failure to identify the tumor was caused by or related to the airis elite MRI. However, hitachi requested that the image data be sent for review to determine if there was any evidence that the scanner malfunctioned. The site did not send the full image data set requested by hitachi for evaluation until 6 months later. After review of this data, hitachi concluded that there was no evidence of device malfunction. However, in an abundance of caution, hitachi is submitting this MDR.

Manufacturer narrative:
Although there was no information to suggest that the failure to identify the tumor was caused by or related to the airis elite MRI, hitachi requested that the image data be sent for review to determine if there was any evidence that the scanner malfunctioned. Because of the long delay between the event and the time that hitachi was notified of the event, we relied primarily on the review of the patient's images to determine if there was any detectable system malfunction. The review by our clinical applications staff indicated that the image quality of the patient images was acceptable and that the system appeared to be working within specifications. Prior to receiving notice of this event, hitachi applications visited the site in mid-march 2008 to review image quality problems that were limited to knee and spine exams. Adjustment of operator controlled scan parameters and patient positioning resolved those problems. There was no indication at the time of image quality problems on brain/orbit exams. A review of service records found no repair activity during the period immediately surrounding the event. The scheduled preventative maintenance visit done approximately 1 month after the event found no problems. The receive coil used for the head exam was evaluated during the pm and found to be operating within specifications.